Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on behalf of the patient (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient's mother did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.